Event description:
It was reported that: in the afternoon after surgery, a patient came into the recovery room. A short time later, he spat blood and complained about breathing problems. It was observed that water had accumulated in his lung. The patient was cared with oxygen and later brought to another hospital. Reportedly prior to this event, patients were properly inflated, as expiration was difficult.

Manufacturer narrative:
The device log and breathing system are requested for investigation, but not yet received. Investigation results will be reported in the follow up report.